Event description:
This 49 yr old female underwent bilateral breast augmentation in 1974 with implantation of silicone gel implants. The MFR of the implants is not known to this reporting facility as they were implanted elsewhere. The pt presents with multiple symptoms including fibromyelagia, widespread polyneuropathy & dysphagia. Gross exam: the right implant is massively disrupted, nearly void of its contents. The left implant is intact, showing no evidence of rupture or leakage.